Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. On the same day as the onset, the patient went to the emergency room and was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient has not recovered from the event. Pd therapy was ongoing. No additional information was available because the reporter declined follow-up.